Event description:
It was reported that the plaintiff was implanted with a sparc sling, on or about (B)(6) 2006, the treat her "stress urinary incontinence and pelvic organ prolapse." The plaintiff's attorney alleges that "as a result of the implantation, plaintiff suffered serious bodily injuries, including , but not limited to, infection, extreme pain, erosion of her internal bodily tissue, and other injuries." It is also alleged that the plaintiff "experienced significant mental and physical pain and suffering, has required additional surgery, medical treatment and she has sustained permanent injury" and other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.